Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the insulin gauge displayed an inaccurate value of 220 units and it was filled with approximately 200 units of insulin. The customer¿s blood glucose level was approximately between 100-300mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.